Manufacturer narrative:
Follow-up #1: date of submission 07/30/2014, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the initial complaint was unable to be duplicated. The pump was returned with no visible keypad damage. During testing, the keypad buttons functioned normally. The keypad cover was removed and no contamination was found under any of the keypad button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.